Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose up to 600, with the cause unclear; the agent reviewed potential issues such as kinked or bent cannulas, missed meal announcements, and similar factors, and the user subsequently switched to backup subcutaneous insulin therapy and then to a different pump. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.